Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter. Crna (certified registered nurse anesthetist) was inserting bd 22g insyte autoguard bc winged IV catheter. It was reported that the needle "split" the catheter. Upon gemba walk inspection the nurse had retracted the needle and disposed of the needle device, leaving only the plastic catheter for inspection after taking photos of the device. It appeared the needle had punctured the side of the catheter, rather than split it. Nurse denied manipulating the needle during insertion. No harm to patient, small bruise from blown site.